Manufacturer narrative:
Additional information has been requested from the field. This report will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) and competitor right ventricular (rv) lead exhibited oversensing with an unknown duration of pacing inhibition and asystole. A revision procedure has been planned to replace the device and rv lead. The physician inquired whether it would be possible to use the patient's left ventricular (lv) lead in the rv port of the new device. Boston scientific technical services (ts) discussed it would be off-label use and explained considerations for doing so. No adverse patient effects were reported. This system remains in service.